Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic oophorectomy procedure, the surgeon was in process of removing ovary when the enseal locked up on fallopian tubes. During the second tone the knife blade advanced halfway and then stopped. The surgeon had to use other instrument to help open jaws of the enseal. Finally it opened. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4): batch #m92e1v. The device was received the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.